Manufacturer narrative:
(B)(4): information unavailable.

Event description:
It was reported that during a diep flap procedure, the surgeon says that the clip came off of the mammary artery intro-op. There was significant blood loss which is believed to have resulted in a transfusion. The surgeon was able to control bleeding thru unknown means. There were no other adverse patient consequence reported.additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.